Event description:
It was reported to medical records on (B)(6) 2011 that this ra lead has impedances over 1500 ohms. It was programming accordingly. The procedure took place at cooper hospital university medical center with dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).